Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6) male patient who used super poligrip ultra fresh denture adhesive cream (formulation (B)(4)) over a period of 10 years as a denture adhesive. A physician or other healthcare professional has not verified this report. On an unknown date, the patient began using super poligrip ultra fresh at about one tube weekly. An unknown time later, the patient experienced walking difficulty, leg numbness, tingling of leg, hair loss, twitching of limbs, speech difficulty, balance difficulty and vitiligo. Three to four years prior to reporting, he experienced anemia and was treated with iron salt (iron). This case was assessed as medically serious by gsk. Use of super poligrip ultra fresh was continued. At the time of reporting, the outcome of the anemia was unknown and the other events were unresolved. The patient was never hospitalized for the reported events. Manufacturer's comment: super poligrip ultra fresh is manufactured in (B)(4). The lot number was reported (r09185), and the product was not available. (B)(4).